Manufacturer narrative:
Fields have been corrected to reflect return and evaluation of device. The used/damaged device was returned to conmed for evaluation. Visual examination determined a portion of the ceramic and insulation coating was missing from the distal tip of the electrode. The missing ceramic portion was not returned with the device. The tip was noted to be burned and decomposed from excessive heat. The likely cause of this failure is related to the surgeons technique. The instructions for use advise the user on power settings, generated heat and unintentional contact with other devices.

Manufacturer narrative:
The reported device was discarded by the user facility due to biomaterial on the device; therefore, an evaluation is unable to be performed. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. No prior complaints have been received for this specific lot of (B)(4) units. A historical complaint review revealed one prior complaint related to this failure for this product family. To date, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and deemed acceptable. To prevent this alleged malfunction from recurring and to reduce the risk of patient injury, the instruction for use provide the following information. Do not wrap ablator, footswitch, or generator power cord around metal objects. Wrapping cables around metal objects may induce currents that could lead to shock, fire or injury to patient or surgical personnel. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. This incident type will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Following the completion of the complaint investigation, a supplemental report will be filed.

Event description:
A customer reported a lightwave suction ablator was observed to be damaged 10-15 minutes into a shoulder arthoscopy procedure. The customer also stated "fire was coming out underneath and from the side". This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.